Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a "vats" procedure, it would not cut completely. Opened another device to complete the case. There was no consequence to patient.